Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported there was an eyelash/hair in the inner package of the implant.

Manufacturer narrative:
A poly liner was returned for review. As returned, the liner is in excellent condition. The eyelash or hair was no longer with the device as represented by the photo that was sent with the complaint. The device history record (DHR) review showed no anomalies or deviations that would have contributed to the reported event. This device is used for treatment. A complaint history search found there were no additional complaints for the product part/lot combination involved. A stock investigation was attempted; however, the remainder of the lot was fully distributed with no additional reported observations. Therefore; the root cause cannot be determined.